Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon device interrogation, the right ventricular lead exhibited noise. The noise was reproducible in clinic. An x-ray indicated a possible clavicular crush. The lead was capped and replaced on (B)(4) 2015.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.